Event description:
It was reported that the customer encountered a cgm error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions for a complete pump reset, successfully guiding the customer through the process, which resolved the issue and allowed the customer to start their sensor session without further errors.